Manufacturer narrative:
The insulin pump alarmed button error and no act button response due to flattened button dome switch. No blank display, flashing screen or display anomaly noted during testing. The connector on lcd board was inspected and no anomaly was noted. The insulin pump was unable to perform rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no act button response. The insulin pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the display on her insulin pump went blank so she changed the battery, and afterward the pump alarmed with a button error. The patient's blood glucose at the time of incident was 300 mg/dl. The customer attempted to bolus but was unable to; the display kept flashing back and forth between the blood glucose reading and 0.0. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.